Event description:
Per the clinic, the patient experienced skin issues with granulation tissue at the abutment site and otorrhea. Subsequently, the patient underwent a skin revision surgery of treatment with silver nitrate on (B)(6) 2025.